Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device will not upgrade.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on 26th november 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and performed to specification up until (B)(6) 2015. On (B)(6) 2015, the device failed the weekly auto self-test due to low battery. On (B)(6) 2015, the device was powered up passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to (B)(6) 2017. The device records multiple manual power ons, two of ten minutes duration, between (B)(6) 2017 and the last log entry prior to receipt at heartsine on (B)(6) 2017. During this time the device begins to record failed self-tests due to a low battery during the manual power cycles. After further investigation the reported fault was found to be caused by membrane failure due to corrosion. Corrosion was present on the tracks within the membrane which were inspected. Corrosion had resulted in several faults, including the device to switch on automatically. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.